Event description:
It was reported that the accuracy after mask registration was off by one to two centimeters, while using the navigation system ii cart . The surgeon chose to complete the functional endoscopic sinus surgery procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the accuracy after mask registration was off by one to two centimeters, while using the navigation system ii cart . The surgeon chose to complete the functional endoscopic sinus surgery procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of a bad mask registration cannot be confirmed any log files or patient folder was not available for review. Based on the review of the dicom image sets the patient was not scanned according to the imaging protocol, which was determined to be a potential cause for the reported event.